Event description:
The reporter stated the surgeon implanted an 12.5mm icm125v4 implantable collamer lens on (B)(6) 2012 in pt's right eye. The lens was explanted on (B)(6) 2012 due to low vault. No other lens was implanted.

Manufacturer narrative:
(B)(4).